Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. As a result, the customer's blood glucose (bg) level increased to 900 mg/dl with high ketones that a health care provider determined to be dangerous/life threatening. Customer additionally reported falling down as a result of the elevated bg and was in a "diabetic coma". Subsequently, the customer went to the emergency room and was admitted to the hospital in the intensive care unit. Customer was treated with intravenous fluids of saline and insulin. Customer was released from the hospital on (B)(6) 2024 with the issue resolved and no permanent damage. A system check was performed, and it was found that the cartridge and infusion set had been in use for more than 48 hours with humalog insulin. Tandem technical support educated the customer on insulin labeling. Reportedly, customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges." Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog.